Event description:
Consultant reported during a procedure, the surgeon complained that there was too much play in the wire sleeves and holes in the guide block, 03.108.002,for the wires to be placed properly parallel into the bone. The surgeon had to change to a different plate to be able to complete the procedure. Consultant also reported that the wrench in the set, 03.108.008, is worn and slips off the nuts. Nothing broke into or had to be retrieved from the wound. This is 1 of 2 reports for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The microscopic view of the drill holes shows that they were outworn during often or forcible use. The manufacturing records show that the device met to the specification when left our facility. No manufacturing related condition was found and no complaint related during review of the device history record. No visible damages were noted during review of the returned product. The product evaluation revealed excessive signs of wear, not due to normal use. The guide block had wear consistent with using a drill bit through the cannulation instead of a k-wire. The definitive cause of the wear appears to be from abnormal use, but without additional information it is not possible to determine the cause of the wear. The disposition is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.